Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced for dilatation. However, during the first initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.